Event description:
The customer reported a breakage during thawing. During taking out from the liquid nitrogen container, the overwrap bag burst, and the freezing bag with the product inside broke in two. For investigation a picture and a description of the customer where available. The customer did not provide a filled in detailed questionnaire. Based on this limited information more than one scenario is possible. It seems likely that the bag was either stored in the liquid nitrogen phase without allowing trapped liquid nitrogen to evaporate for at least 4h. Alternatively, air might have been trapped in the cryomacs freezing bag. It can also not be excluded that the breakage occurred due to physical stress during handling. A review of the complaints reported for this lot resulted in no other similar cases (breakage upon thawing).